Event description:
Complainant alleged that while attempting to treat a patient, the device inappropriately shut down after the device fell off the stretcher and hit the ground. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.